Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported incident does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, system log files, system history and images. The situation was analyzed by the image quality department and neither a system failure nor a system malfunction could be determined. No deficiency was identified and the system works as intended. The operator received additional applications training by siemens and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During a procedure, the user reported an image quality problem in which it looked like a wire was outside the blood vessel which could potentially injure the patient. There is no report of impact to the state of health of the patient involved, however, siemens has requested additional information for investigation at this time.